Event description:
On (B) (6) 2010, the pt underwent a nasal septoplasty and an arthrocare 4.5 cm anterior, epistaxis device was used post-operatively. The pt was discharged from the hospital the morning after the operation with no apparent abnormalities. The device was removed from the pt 24 hours after the operation. After 48 hours he was re-admitted with submucosal inflammation with fever and sedimentation with pain. The pt's nose was cleaned and antibiotics were administered. The pt is better. The pt's nose is healing and he can now breathe normally.

Manufacturer narrative:
The device is not returning for eval. A follow-up report will be completed once a lot history review is completed.